Event description:
Pump declared alarm 20 during operation. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge with guidance from technical support and successfully resumed insulin therapy.